Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was unable to clear the alarm. Troubleshooting could not be performed at the time of the call. The customer's blood glucose was unknown. Nothing further reported.